Manufacturer narrative:
This event has been reported by the manufacturer under MDR# 3002808486-2019-01241.

Event description:
Patient allegedly received an implant on (B)(6) 2011 via the left common femoral vein due to pulmonary emboli and dvt (deep vein thrombosis). Patient is alleging tilt, vena cava perforation, and organ perforation. The patient is further alleging "severe back pain, can't stand for long periods of time, at most 2-3 minutes then have to sit. Mentally, it is constantly in my mind that the ivc could rupture my inferior vena cava, and I could bleed out, on blood thinners, I have headaches, and shortness of breath. Device punctured the ivc and has perforated into the aorta." And "can't lift, can't walk far and walks hunched over, cannot do any strenuous physical activity, unable to stand for long, tough to go up steps. Lower back has horrible pain." Per a report from CT (computed tomography), "positive for caval perforation. Superior extent of filter is at the l1 vertebral body. Inferior extent l2-l3 disc space. A total of four prongs have perforated the ivc, series 2, image 72. Maximum distance prong perforated is 6.77 mm, series 2, image 72. Coronal images show 13.70-degree tilt superior/right to inferior/left, series 3, image 67. Sagittal images show 6.60-degree tilt superior/anterior to inferior/posterior, series 4, image 57. Diameter of ivc directly above filter measures 27.74 mm x 18.48 mm, series 2, image 56. One of the four prongs that perforates the inferior vena cava wall extends anteriorly into the anterior wall of the aorta, seen best on axial image 72 of series 2 and coronal image 67 of series 3."

Event description:
It is alleged that the patient received a cook celect filter on (B)(6) 2011. The patient alleges to have been injured without further explanation.